Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that during a vats right pulmonary segmentectomy, the device stapled on the pulmonary basal segmental artery. After that, it stapled on the pulmonary basal segmental vein but it was pushed forward at the 2nd firing. The target tissue was half cut and the deployed staples were malformed. A forceps and a prolene were used to ligate the tissue to complete the case. There were no adverse consequences to the patient. No further information is available.